Manufacturer narrative:
Summary of event: as reported, prior to a uretorenoscopy, when opening the package of a universa soft ureteral stent set, one of the pigtails was separated from the device. The tether was not detached from the device. A new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), personnel interview, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The complaint device was returned to cook in an open package. The stent was in two segments. The severed section measured 2.7 centimeters. It does not appear to be a mating fracture, nor is the fracture located near a side port. A document-based investigation evaluation was performed. No related non-conformances were recorded. Complaint history shows one other complaint for this lot. However, it is not related to the reported incident. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied "upon removal from package, inspect the product to ensure no damage has occurred.¿ the cause of the reported product failure could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 04nov2021. The tether was not detached from the device. A new device was used to complete the procedure.

Manufacturer narrative:
Name and address: phone: (B)(6); fax: (B)(6). Occupation: sales support associate. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a uretorenoscopy, when opening the package of a universa soft ureteral stent set, one of the pigtails was separated from the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional event information has been requested.